Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was 243 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.